Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bypass of artery of lower extremity surgical procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, when trying to start suction after connecting the reservoir with a drain, the reservoir did not work. At that time, the reservoir was inflated. Then, when the reservoir was replaced to another one, it worked properly. The doctor opines that the cause was unknown. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The potential cause according to the investigation is the plate inserted with incorrect orientation. The reservoir activated as the lower part of the plate was being pulled backwards instead of pulled forwards, this may have caused that the device performance was not as expected. Based on the present analysis, it is determined that the reported complaint is related to manufacturing process.